Event description:
The aci sale professional reported that a patient underwent a catheterization procedure on an unknown date. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the technician (training status is unconfirmed) selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured. The patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible at the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.